Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's right knee was revised. As reported: "patient had her tibia and poly revised due to subsidence." Rep provided an x-ray, primary and revision usage sheets. No further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding subsidence involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: material analysis, visual inspection, functional and dimensional inspections could not be performed because the device was not returned. Clinician review: a review of medical records with a clinical consultant indicated "this inquiry concerns the case of a 75-year-old woman who underwent a primary cementless total knee arthroplasty that had to be revised within two months for subsidence of the tibial component. I can confirm that this event occurred since I was able to see the x-ray that showed the tibial abnormality. Only one x-ray was provided. The causes of early failure of a cementless totally arthroplasty in the absence of trauma is likely related to surgical technique including the assessment of bone quality. Implants that are undersized or not properly aligned or positioned can fail early. If the kinematics of the knee are not satisfactory, with ligament laxity, this is also a cause of early failure. I would not attribute any causation of failure to the implant itself." Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient was revised due to subsidence. A review of medical records with a clinical consultant indicated "this inquiry concerns the case of a 75-year-old woman who underwent a primary cementless total knee arthroplasty that had to be revised within two months for subsidence of the tibial component. I can confirm that this event occurred since I was able to see the x-ray that showed the tibial abnormality. Only one x-ray was provided. The causes of early failure of a cementless totally arthroplasty in the absence of trauma is likely related to surgical technique including the assessment of bone quality. Implants that are undersized or not properly aligned or positioned can fail early. If the kinematics of the knee are not satisfactory, with ligament laxity, this is also a cause of early failure. I would not attribute any causation of failure to the implant itself." No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised. As reported: "patient had her tibia and poly revised due to subsidence." Rep provided an x-ray, primary and revision usage sheets. No further information will be released by the hospital or surgeon.